Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and calcified right superficial femoral artery. The physician advanced a 4.0x20x75cm mustang balloon to dilate the lesion. The mustang balloon was inflated to 22atms on the first inflation, 24atms on the second inflation, 22 atms on the third and fourth inflations. On the fifth inflation the balloon ruptured at 22atms. The procedure was completed with this device. No patient complications were reported and the patient's status was good.